Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is lump/nodule. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported, "spot on [patient's] left breast and [patient] had pain in both breasts. [Patient] can feel rippling underneath the skin. It has persistently gotten worse. [Patient] has had issues with prolactin level problems for about 15 years and the issues have been ongoing. [Patient] levels have fluctuated for the last 15 years". No treatment or surgical reoperation has occurred, device remains implanted. Side was unspecified, this record is for the left side.